Event description:
It was reported that "the tip broke off and a part of the drill tip is still in the drill." There was no patient impact or injury reported. Follow-up with the initial reporter could not determine if the break was the actual drill tip or a bur/blade tip break; however, this type of break description is indicative of a bur/blade that broke with a segment remaining stuck in the handpiece. As the handpiece was manufactured by medtronic it is likely the unknown bur/blade was also. Further information was requested but not available.

Manufacturer narrative:
Additional information was received. The bit broke off in the drill during testing prior to patient use. The break occurred intraoperatively but at the back table not while in use on patient. There was no harm to any members of the team or the patient. Another drill was used to complete the procedure successfully. The handpiece and bur fragment were returned for evaluation. Received one (1) broken tip without the original packaing/label. From visual evaluation of the tip, customer use/handling was visible. Microscope (zeiss stemi 2000c between 0,65 to 5,0 magnification settings) was used. The broken tip was observed under magnification and it appeared that the shaft had fractured close to the tip. The fracturing of the shaft could possibly be related with customer mishandling / misuse of the product or due to operational / procedural / anatomical factors encountered during the procedure which may include aggressive use of the device by the customer. Since the broken shaft piece was not returned for evaluation, only a limited analysis could be performed. The exact part number of the broken tip could also not be determined based on this limited evaluation of the sample. The reported complaint (bur break) was confirmed; however, a root cause could not be determined based on the incomplete condition the device was received. (B)(4).

Event description:
Additional information was received. The [drill] bit broke off in the drill during testing prior to patient use. The break occurred intraoperatively but at the back table not while in use on patient. There was no harm to any members of the team or the patient. Another drill was used to complete the procedure successfully.

Manufacturer narrative:
Concomitant medical products: ID#3327750, powerforma angled handpiece, sn# (B)(4), lot#54627600, MFR date: 02/2008. (B)(4). The device has not been returned for evaluation. Method - no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.